Event description:
It was reported that a programming wand would fail to program pt generators but was able to interrogate the generators. Information from the epileptologist revealed that swinging the connection between the wand and the handheld would help in programming pts but now it no longer programs. A new programming system was sent to the epileptologist and the old programming system was returned to the MFR which is currently undergoing product analysis.